Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use when the issue occurred. A philips remote service engineer (rse) inspected the system remotely and confirmed the system was not booting up. System logs were read. Troubleshooting identified an issue with the host pc and after pressing the host pc power button in the m-cabinet the issue was resolved. However, the same issue recurred and was reported on in MFR. Report number 3003768277-2024-00830 (pr (B)(4) ). The host pc and hard disk was replaced for resolving the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system did not start properly. No harm was reported to philips. Philips has started an investigation of this complaint.